Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr in the native aortic position, after withdrawal of the 14fr esheath, damage of the esheath tip was observed and it was detached. During repair of the cut-down access site, fragments of the esheath were found within the patient's blood vessels. All fragments of the esheath were retrieved from the patient. No vascular injury was observed, and the patient was in remission.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on preliminary device evaluation. Preliminary device evaluation found the sheath had a liner strand, the sheath distal tip was torn, and the sheath liner was torn. The following sections of this report have been updated: additional codes added to h.6 device codes. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component codes, corrected h6 type of investigation codes, corrected h6 investigation findings codes, corrected h6 investigation conclusion codes. The esheath was returned to edwards lifesciences for evaluation. A visual inspection was completed, and the following was observed: liner is fully expanded, liner is torn approximately 5.5 inches in length from distal tip, sheath distal tip is torn and separated, tip is torn radially along distal edge of liner, all score lines are present but tip did not open along axial score line, separated portion of the distal tip is approximately 0.5 inches in width and 0.25 inches in length, scratches noted on separated tip, liner strand noted near distal tip. Due to the nature of the event, no applicable dimensional testing was able to be performed. Due to the returned condition of the device and the nature of the event, functional testing was unable to be performed. Imagery was provided and revealed the following: access vessels are undersized and calcified and tortuosity is present in patient's access vessel. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review was not performed regarding the sheath liner strand observed. A review of manufacturing mitigations regarding the sheath liner being torn is captured in a technical summary by edwards lifesciences. Regarding the sheath distal tip being torn, sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in a product risk assessment (pra) by edwards lifesciences. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review of the work order confirmed that the device lot passed the pv expander insertion force test and the pv sheath shaft to soft tip tensile force test. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The system components separating during use and the sheath distal tip being torn were confirmed per evaluation of the returned device. Per the complaint description, 'after withdrawal of 14fr esheath, damage of the esheath tip was observed and it was detached.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner and was separated. All tip score lines were present, but the tip did not open along the axial score line. The failure mode is characteristic of sheath tip tear events as captured in a pra by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. Additionally, a review of the returned imagery showed there was calcification present in the access vessel, especially near the aortic bifurcation, and tortuosity. Calcification can create a constrained effect on the sheath preventing optimal tip expansion. Furthermore, sharp calcified nodules can scratch the tip, which can contribute to the distal tip not opening along the axial score line and tearing during delivery system advancement. Furthermore, per evaluation of the returned device, the liner was torn for a length of about 5.5 inches from the distal tip. The torn liner may have contributed to non-coaxial alignment of the delivery system and sheath distal tip during advancement. In addition, tortuosity can create sub-optimal angles on the sheath leading to further non-coaxial alignment. It is also possible that the torn tip may have separated during sheath removal by catching onto a calcified nodule. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement, patient (calcification, tortuosity), and/or procedural (non-coaxial advancement) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The sheath liner tear was confirmed per evaluation of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per evaluation of the returned device, the distal 5.5 inches of the liner was torn. Review of imagery provided shows calcification and tortuosity within the access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch onto the liner of the sheath and tear it. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The event of liner strand was confirmed per evaluation of the returned device. Per evaluation of the returned device, there was a liner strand noted at the distal end of the liner tear. Review of imagery shows calcification and tortuosity within the access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. Vessel tortuosity may have also contributed to the liner strand through non-coaxial alignment between the delivery system with crimped valve and sheath. This may have led to the delivery system to catch onto the liner near the distal tip and create the liner strand during advancement. As such, available information suggests that patient (calcification, tortuosity) factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. Corrective actions were initiated to investigate this issue. In this case, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is required.